Event description:
It was reported by a social worker, that the customer was hospitalized for high blood glucose levels and the doctor wanted troubleshooting done on the insulin pump. Advised the contact that troubleshooting could be done over the phone with the customer. The contact stated she would call back. The contact did not provide the customer's name, date of hospitalization or insulin pump information. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.